Manufacturer narrative:
The company representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. A review of the system's event log for the date of (B)(4) 2013 did not reveal any nonconformity related to the aspiration; the event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any additional similar report for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse manager reported that aspiration was low during a cataract with intraocular lens implant procedure. The procedure took an additional three minutes to complete, and was completed with no harm to the pt.